Event description:
One pt sample with discrepant total protein results. Initial result gave 3.9 g/dl; repeat gave 6.2 g/dl. Erroneous result was not reported. The field service rep determined the cause of the discrepancy to be due to an electronic failure, and replaced mcii pcb board. Performance tests were performed and within specification.